Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s display was accidentally struck against a motorcycle during handling, resulting in a broken screen that powered on but did not accept touch input, while insulin dosing continued and blood glucose was not impacted. Symptoms included no injury. Outcomes included continued pump therapy with limited user interface functionality and planned replacement of the device. Investigation included remote troubleshooting education, verification of shipping and return logistics, guidance to shut down the device to avoid further alerts when appropriate, and instructions on data syncing and restart procedures. Investigation of this case revealed physical damage to the display assembly consistent with user-induced impact, with the pump otherwise operating. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from accidental impact.